Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer generated an error message stating ¿serious programmer problem¿ while using the analyzer for backup pacing in single chamber fixed rate vvi mode, set at 30 beats per minute (bpm), during an intervention. Troubleshooting steps were taken, including turning the device off and on again, which resolved the issue. However, the intervention was paused for several minutes. It was also noted that the patient was not paced when the issue occurred, and the vvi 30 bpm mode had only been used as backup. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer's comment that the programmer generated an error message stating ¿serious programmer problem¿ while using the analyzer for backup pacing in single chamber fixed rate vvi mode, set at 30 beats per minute (bpm), during an intervention. There were no anomalies/problems observed. The programmer was working normally. The programmer passed all the final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.